Event description:
When the cypher was removed from the box, the inner foil packaging was noted to be partially open, therefore the device was considered to be contaminated. The device was not used. There was no pt injury. The product/packaging is available for eval and testing.